Event description:
Customer reported high blood glucose readings of 476 mg/dl and stated that they were feeling hyperglycemic. Customer stated that they treated with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Button error and a no delivery alarm were noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The insulin pump buttons all responded properly and no button error alarms or keypad anomalies were noted. The insulin pump was monitored for six hours and no unexpected suspend anomaly was noted. No cosmetic damage was noted.